Event description:
The customer reported an alarm 2 followed by alarm 26 due to an occlusion event, which occurred earlier that day. The occlusion issue caused the customer's blood glucose (bg) level to increase to 486 mg/dl and display as "high." The customer changed the infusion site and cartridge, and resumed insulin therapy to address bg. There was no third-party assistance required, and the customer did not report any injury. Customer changed pump supplies to address the issue.